Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents for incomplete coaptation (slda) from the reported lot. Based on the available information, a definite cause for the reported slda could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two xtr mitraclips were implanted successfully. A third clip was advanced however visualization was difficult due to the previously implanted clips. The clip was implanted however after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A fourth clip delivery system (cds) was advanced however the posterior leaflet was unable to be grasped therefore the cds was removed. The procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.